Event description:
It was reported that the implantable loop recorder collected multiple false asystole episodes within the first week of implant; the patient was asymptomatic. It was noted that the episodes stopped after the device site healed. The loop recorder remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.